Manufacturer narrative:
This info was not provided during the initial report. Additional info has been requested. Synthes is unable to provide the manufacturer, PMA/510k number and/or the date of manufacture as no product was returned and no part/lot number was provided. Without a lot number the device history records review could not be requested.

Event description:
Surgeon reported to consultant: pt status post construct implantation on (B)(6) 2008 returned to surgeon's office. An x-ray on an unknown date showed one rod was broken. It did not appear that the screws were broken. Pt being revised (B)(6) 2011.